Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed intermittent capture on the right ventricular (rv) lead. No changes or interventions were performed. There were no patient consequences.